Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
An (B)(6) customer had been receiving evening blood glucose readings above 200mg/dl on the contour xt. He had given himself novarapid accordingly. Later, between 2-3:00am he was awakened because of tachycardia and sweating. He tested his blood sugar again and the reading was between 36-48mg/dl. He ate grape sugar and felt better. The customer was advised to return the test strips for evaluation. He had obtained a new meter and strips.